Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. Another rv lead was implanted to complete the procedure. Additional information has been requested but was not provided at this time. The rv lead has not been returned. No additional adverse patient effects were reported.